Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The device no longer worked. The aus device was explanted and replaced. No further patient complications were reported.